Event description:
It was reported that after 7 months post implantation, the patient went to a follow-up appointment where it was discovered that the nail fractured at the juncture of the lag screw and will require a revision surgery. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: item # 00249004732, 3.2mm threaded pin by 508mm, lot # unknown item # 00249004832, 3.2mm pin by 508mm, lot # unknown item # 00249007543, 4.3mm free hand drill 152.5mm, lot # unknown item # 47249009700, 3mm x 100cm tear drop gd wire, lot # 66461720 item # 47248509510, z nail 10.5 x 95 lag screw, lot # 3189741 item # 47248406550, z nail 5.0x65 cort screw fa, lot # 65862656 item # 47248405250, z nail 5.0x52.5 cort screw fa, lot # 65852867 item # 47248406050, z nail 5.0x60 cort screw fa, lot # 65845459 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b3, b4, b5, d6b, e1 (establishment name, address - line 1, and telephone number), g3, g6, h2, h6, h11. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent revision approximately 10 months post implantation due to the nail being fractured at the juncture of the lag screw. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
It was reported patient underwent revision approximately 8 months post implantation due to the nail being fractured at the juncture of the lag screw. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4): this follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Corrected: b3, b5, d6b. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Based on the available information, the reported event cannot be confirmed and a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.